Event description:
The international customer reported the ventilator alarmed, stopped operating and displayed a vent inop data acquisition pcba adc reference failure. There was no patient harm.

Manufacturer narrative:
Patient ID was requested. The hospital did not provide it.